Event description:
The pt underwent a resection of a right temporal bone tumor and cranioplasty with moldable/resorbable bone void filler. Approximately six weeks post-operatively, the pt presented with "wound dehiscence and purulent secretion, with softening of the implanted biomaterial." Pt was treated with antibiotics, readmitted to the hospital approximately one week later, and the graft material was removed.

Manufacturer narrative:
The info on this form 3500a was completed using the info received from the healthcare professional. Any missing or incomplete data is the result of the info not being provided by the rptr. All mfg records for the subject lot of product were reviewed, and indicated that the product was mfg according to procedure and met all specifications and release criteria. All critical processing parameters were met, and there were no irregularities or non-conformances associated with the mfg of the product. The subject unit of plexur m was terminally sterilized using gamma irradiation, within the required dosage rate, and was released sterile, as labeled.